Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No air bubbles anomaly was noted during testing. The pump functioned properly. The pump passed the dat test at 0.08780 inches. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600+ mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer stated that the infusion set came off the night before. The customer was treated with IV insulin and shots with needle at the hospital. The customer also reported air bubbles and battery out limit alarm. The insulin pump will be returned for analysis.